Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device finds the instrument is non-functional. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sizing guide had the top swivel plastic piece break but the pieces were not broken off in patient. Everything was retrieved from both of these events and time was not extended.